Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal stent struts were pushed in a distal direction on the balloon. The struts were bunched and overlapping in the mid-section of the stent. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to remove and insert the device several times but the stent strut was kinked. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to remove and insert the device several times but the stent strut was kinked. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient¿s status was good.